Manufacturer narrative:
No lens returned in unit carton.

Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and one haptic was torn off in the cartridge. The lens was cut in pieces to remove from the pt's eye and there was no pt injury reported. The reporter stated the cause of the lens tear was due to a loading error.